Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead. A lead safety switch (lss) was also declared which switched the pace / sense configuration from bipolar to unipolar. It was noted that impedance have intermittently increased. Additionally, there was noise observed in some atrial tachy response (atr) episodes. Technical services discussed programming options. At this time, the device and ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).